Event description:
Consumer reports low readings on paradigm link which they felt were incorrect (34,26). They had their blood sugar tested by the school nurse using another meter and the reading was 401. Analysis run on clark error grid using competitive reading (401) as ref. Point vs. Bd readings of 34, 26 yielded data points in the e zone of the grid - outside acceptable limits.